Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported the unit does not alarm when oxygen is unavailable while connected to the oxygen wall outlet. Additionally, the biomed reported the battery was not charging correctly. The device was in clinical use during the "no alarm" event; however, there was no harm to the patient or user. During troubleshooting with philips technical support, the customer's biomed verified that "oxygen not available" alarms did occur in the event logs on the date specified. The biomed was unable to reproduce the reported problem. The biomed has performed the o2 alarm portion of the o2 mix accuracy test and the unit did alarm when o2 was set to 22% with no o2 connected. No part was replaced regarding the oxygen alarm as the issue could not be reproduced and alarms worked as expected when testing. The battery was replaced to resolve the issue of the battery not charging correctly. The unit passed all performance verification tests and was returned to clinical use.